Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered multiple settings, leading to a low blood glucose (bg) level of 42 mg/dl. Low bg was addressed by drinking soda. Tandem technical support assisted customer in correcting settings based on their healthcare provider's recommendations, and insulin delivery was successfully resumed.